Manufacturer narrative:
The device was received by depuy synthes power tools, reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated. The unit was tested and found to meet all specifications. It ran smoothly, and no vibration or wobbling was observed during testing. If additional info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had a non functioning gear box. It is unk if the device was being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. There was no additional info provided.